Manufacturer narrative:
Physio-control replaced the power pcb, battery power cable assembly and all four battery pins. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control evaluated the removed the battery pins and observed that the battery pins had worn out plating at the contact points, which may result in the device losing power unexpectedly. Physio-control further examined the removed power pcb assembly and observed there was contact corrosion on the surfaces of the connector pins of pcb-mounted jack connector, designator j11, due to wear.  The corrosion caused high resistance to measure across the j11 connector contacts. Physio also examined the removed battery power cable assembly and observed contact corrosion on cable-mounted plug connector, designator p11, which plugs directly into pcb-mounted jack connector designator j11. Contact corrosion at j11 and p11 can potentially cause an excessive voltage drop during defibrillator charging which may result in the device losing power unexpectedly.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was able to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer originally contacted physio-control to report that their device would turn itself off when attempting to print the code-summary report. There was no patient use associated with the reported event.